Event description:
Device malfunction: stent dislodged. Time of malfunction: during the procedure. Symptoms/ae: device embedded in vessel. Time of symptoms/ae: during the procedure. It was reported that during a pta (percutaneous transluminal angioplasty) stenting of a lesion in the left subclavian artery, the stent came off the delivery system. The physician advanced the stent delivery system distally past the target lesion, when he pulled the stent delivery system back proximal to cover the lesion, the stent dislodged off the balloon without covering the lesion. The physician decided to implant the stent with pta at the dislodged site. An xceed stent was then advanced and deployed to cover the lesion without difficulties. There were no pt effects throughout the procedure. No additional info available.